Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. A correction injection was delivered to address bg. Reportedly, the pump was not outside the labeled altitude operating range. The alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.